Manufacturer narrative:
Eval method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specs and no anomalies were found. As returned, the ipg was non-responsive. Further analysis of the explanted ipg found a break in the internal antenna coil. Once the coil was restored, the device functioned normally. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. We are submitting this MDR as the result of a re-eval of our MDR review process. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received his scs system, including an ipg, on (B)(6) 2008. Twelve months post-implant, the pt began experiencing intermittent stimulation and communication from his ipg. The pt denied any falls and/or impacts to the ipg implant site. Attempts to reprogram the device were unsuccessful in rectifying the intermittent functionality. The device was explanted and replaced. Follow up on the pt found no further issues reported.